Event description:
Pt was revised due to recurrent dislocation of right total hip. During revision surgery significant polyethylene debris evident in the synovium, but there was no evident malposition of the cup. The liner was removed first after the hip dislocated. The head was also taken off of the femur. No component were grossely malpositioned.